Manufacturer narrative:
Reported event: an event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received/ device remained implanted. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Claimant underwent left hip arthroplasty on (B)(6) 2011, and was implanted with rejuvenate modular hip. She was revised on (B)(6) 2022, due to alleged metallosis and pseudotumor formation.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Claimant underwent left hip arthroplasty on (B)(6), 2011, and was implanted with rejuvenate modular hip. She was revised on (B)(6), 2022, due to alleged metallosis and pseudotumor formation.